Manufacturer narrative:
The hospital is in the process of returning the generator to erbe for an evaluation. The results of the equipment check will be provided in a follow-up report.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy to remove a large cancerous polyp/mass in the right colon/cecum. It appears that the desired endocut mode was inadvertently turned "off" during the procedure. A perforation occurred and two (2) clips were used to address the issue. No further patient information was provided.